Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified readings and it is unknown whether the customer noted a trend arrow on the device. The customer experienced an unspecified medical event and received an unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.